Event description:
The customer reported to olympus, the evis exera iii video system center error b30 occurred. The issue was found during preparation for use in an upper examination procedure. The procedure was delayed 5 minutes during the middle of the procedure while the device was switched out. The patient was under pharyngeal anesthesia. The procedure was completed using a 260 series scope. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in it¿s entirety due to character limitations in respective field). The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the problem was caused by a combination of factors such as the effects of reprocessing using ozone water, the scope connector not being sufficiently dry when connected to the clv-190 video system center, and other factors due to handling methods, procedures, and operating environment at the facility. It is possible that the problem was occurring intermittently. Olympus will continue to monitor field performance for this device.